Event description:
Per staff report, while attempting to place midline catheter into baslic vein, access was gained. However, in the process of threading wire some resistance was felt. Was able to retrieve wire back, when midline catheter was pulled out noted part of catheter sheath was missing. Procedure aborted pressure held and immediately notified rn and physician.